Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a caregiver was using a magellan hypodermic safety needle 18g 1x1/2, when she noticed it takes a lot of effort to fully engage the safety. She states "you have to actually push up the safety part manually and push down to get it to lock into place. Also, when you first open the package the safety part was already halfway up so you had to push it the rest of the way down in order to fully expose the needle to draw meds. None of the mas/atcs that used them in our area felt that they were "safe" to use."

Manufacturer narrative:
The device history record (DHR) for lot 24h006 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.